Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the error code did not reappear, and the sensor session was successfully started.